Event description:
It was reported ¿the screw connector in the silicone block twisted during externalizing and damaged the dbs (deep brain stimulation) lead wire.¿ it was stated that ¿no intervention was done in the or (operating room) and no product was returned for investigation.¿ it was noted the operating surgeon ¿continued with the surgery and discarded the leadcap.¿ it was further noted there was ¿no¿ patient injury or death related to the event. Additional information has been requested. A supplemental report will be filed if additional information is received.

Event description:
Additional information reported ¿the lead and extension were implanted in the patient.¿ it was stated the ¿physician reported the issue but continued with the implant.¿ it was noted the patient was receiving effective therapy at the time of follow-up.

Manufacturer narrative:
(B)(4).